Event description:
It was reported that the pump was implanted in 2001. Within a month after implant, the pump flipped over in the pocket. There was no attempt made to suture it to prevent it from flipping again. As a result, the catheter became damaged. The pump was explanted and replaced without any complications.